Manufacturer narrative:
A patient experienced pain/ discomfort was reported to abbott. As a result, the patient's leads were explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-00401. It was reported following the replacement procedure (manufacturer report number: 3006705815-2023-00397, 3006705815-2023-00400) on (B)(6) 2023 the patient experienced pain in the groin down to the feet.  Surgical intervention took place wherein the system was explanted to address the issue.